Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(6), the patient underwent a watchman procedure and "she had a hard time with it something went wrong and she bled out but now she's doing good."